Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). As part of the investigation, the customer disclosed that daily water changes were performed and water samples were taken after disinfection from all circuits. Laboratory results were requested of the customer multiple times; however, they were not provided. The customer also disclosed that they were not pursuing deep disinfection for the three heater-cooler system 3t units located at the hospital site and instead plans to replace the devices in the future. If any additional pertinent information is provided, it will be provided in a supplemental report.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative contacted the customer and learned that samples were taken on all circuits following disinfection. However, the customer was unwilling to provide the laboratory test reports. The customer is not planning to request service, as the device is over 8 years old and the facility is planning to acquire replacement devices. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for contamination. The customer reported that the unit is still in use within the operating room with the air outlet directed away from the operating field. There is no known patient involvement.